Manufacturer narrative:
(B)(4): evaluation, results: evaluation of the returned product found that the alarm does power on; however, it does not alarm when pressure is off the sensor pad. There is rust on the battery springs and the liqui-label shows exposure to moisture. The evaluation findings are consistent with that of user handling related issues as noted in the posey instructions for use which has a warning statement: "the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. (B)(4).

Event description:
The customer reported the alarm has no power when tested with new batteries. There was no visible damage to the outside of the alarm case. There was no patient incident or injury reported.